Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer was assisted with blank display troubleshooting. The customer¿s blood glucose level was 177mg/dl at the time of the incident. The blank display was not resolved during troubleshooting as the customer did not have any new battery to continue. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan until battery replacement cap arrives. The insulin pump will not be returned for analysis.